Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The doctor said the sizing guide usually give a longer result. He had to use smaller femoral condyle than the tool show him.

Manufacturer narrative:
An event regarding other involving a scorpio guide was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there has been no other event for the lot referenced. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The doctor said the sizing guide usually give a longer result. He had to use smaller femoral condyle than the tool show him. Procedure identified for patient's right knee.